Event description:
It was reported the patient ((B)(6)) was experiencing a sensation described as an "electric surge" when the dbs ipg shuts off for its battery check (for 0.5 seconds), then resumes stimulation again. Follow up information identified the patient continues to experience the aforementioned surges at the same time every day (3:00 pm). The next course of action is pending approval.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.